Event description:
Revision surgery - patient developed an infection six months post op. Surgeon believes infection was caused by a dose of antibiotics used following a dental procedure. Items were removed from patient, no djo components were implanted.